Manufacturer narrative:
The customer did not complain of any further questionable results. Precision testing was performed with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cl (chloride) on a cobas 8000 ise 900 module. The sample initially resulted in a cl value of 187.3 mmol/l and repeated as 102.4 mmol/l. The sample was repeated on a different instrument, resulting in a value of 102 mmol/l. No questionable result was reported outside of the laboratory. The cl electrode lot number and expiration date were requested but not provided.